Event description:
The facility reported an infusion pump that overinfused during pt use. The facility's material's management administrator stated that no record of pt injury and no incident reports were filed. Information regarding pt demographics, medications involved and the specific setup or programming of the pump was requested but none was available.

Manufacturer narrative:
The device involved was requested for evaluation but has not been received. If the device is received, a follow-up will be submitted upon completion of the device's evaluation or if additional information is received.